Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right transverse process of l5 (vertebrae)/ migration') and genital haemorrhage ('gen. Abnormal. Bleeding') in a 30-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed concomitantly with essure insertion" on (B)(6) 2014. The patient's medical history included menopause, menses irregular, weight gain and uterine bleeding. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)/crampings"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, fatigue and weight increased had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient tolerated procedure well without complication. Plaintiffs received treatment for pelvic, abdominal, dysmenorrheal (cramping), gen. Abnormal. Bleeding, migration, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; in (B)(6) 2014: fallopian tubes were blocked. Ultrasound scan vagina - on (B)(6) 2018: both right and left essure appear lo be located in the proper position ill. The cornua with the right essure appearing to very slightly impinge on the endometrial cavity. Nabothian cyst present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, gen. Abnormal. Bleeding, fatigue, weight gain. Events outcome were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right transverse process of l5 (vertebrae)') in a (B)(6) year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed concomitantly with essure insertion" on (B)(6) 2014. The patient's medical history included menopause, menses irregular, weight gain and uterine bleeding. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated procedure well without complication. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; in (B)(6) 2014: fallopian tubes were blocked. Ultrasound scan vagina - on (B)(6) 2018: both right and left essure appear lo be located in the proper position ill. The cornua with the right essure appearing to very slightly impinge on the endometrial cavity. Nabothian cyst present. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received. Lot number received. Events from pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: right transverse process of l5 (vertebrae), dysmenorrhea (cramping) were added. Outcome of events dysmenorrhea, pelvic pain, abnormal bleeding (vaginal, menorrhagia) updated to resolved. Patient's medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right transverse process of l5 (vertebrae)') in a 30-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation performed concomitantly with essure insertion" on (B)(6)2014. The patient's medical history included menopause, menses irregular, weight gain and uterine bleeding. Previously administered products included for an unreported indication: depo-provera from (B)(6)2014 to (B)(6)2014. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)/crampings"). On (B)(6)2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated procedure well without complication. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2014: negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; in (B)(6)2014: fallopian tubes were blocked. Ultrasound scan vagina - on (B)(6)2018: both right and left essure appear lo be located in the proper position ill the cornua with the right essure appearing to very slightly impinge on the endometrial cavity. Nabothian cyst present.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.